Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.